Manufacturer narrative:
Evaluation of the returned product found the green film opened via the transversal pre-cut. The device funnel was broken. Investigation of similar complaints determined the root cause was that customers using the transversal precuts available on the inner pouch, had pinched the distal end of the catheters while opening the packaging. Consequently, the distal end of the catheters broke before use. The packaging was improved by adding a longitudinal pre-cut on the inner peel pouch to facilitate opening and avoid such an effect. Investigation determined that while tearing the transversal precut, the user also tore the distal tip of the catheter without noticing. Therefore, the cause was determined to be misuse.

Event description:
According to the available information, the catheter tears apart when the package is opened. The catheter was not used, and no patient complications occurred.